Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule that failed to attach. An endoscopy was performed prior to the procedure and showed the esophagus to be normal. There was nothing unusual about the patient or procedure. No lubrication was used to facilitate placement of the capsule. No intervention was required, but a repeat procedure was performed. The capsule would be returned for investigation. There was no patient harm.

Manufacturer narrative:
Evaluation summary: (B)(4) delivery device were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received. The visual inspection found no notable conditions. The reported condition was not confirmed. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule that failed to attach. An endoscopy was performed prior to the procedure and showed the esophagus to be normal. There was nothing unusual about the patient or procedure. No lubrication was used to facilitate placement of the capsule. No intervention was required, and another capsule was used to correct the problem and repeat procedure was not necessary. There was no patient and user harm.